Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed using naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a nurse tried to connect a new transfer set to a titanium adapter, it spun around without getting properly engaged. There was no allegation against the titanium adaptor. This event occurred during set-up with patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.